Event description:
Customer reportedly tested "hi" (greater than 600 mg/dl) on the advantage system and was "blacking out". Customer was given unknown amount of unknown insulin due to symptoms. At some point later, timeframe not provided, the paramedics were called and tested customer at 34mg/dl on their device. Customer was given a glucose IV to elevate her blood glucose. Requested return of suspect device; however, strips are unavailable for return.